Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a trial lead was unable to be placed due to patient anatomy on (B)(6) 2020. As a result, the procedure was abandoned.